Manufacturer narrative:
The anesthesia system was investigated at the hospital by the company field service engineer. The leakage was reportedly found in the area of the patient cassette (flow meter) and was corrected. The anesthesia system was successfully tested and returned for clinical use. There is no report of any replaced parts. The device logs have not been provided to confirm the issue. We have not been able to determine the true cause of the leakage.

Event description:
Manufacturer's reference #; (B)(4).

Event description:
It was reported that the anesthesia workstation had leakages. There was no patient harm. Manufacturer´s ref: #: (B)(4).